Event description:
It was reported that the patient presented remotely via merlin.net. Review of transmission revealed non-sustained right ventricular oversensing (nsrvo) due to noise on the right ventricular (rv) lead. No changes or intervention was reported. There were no patient consequences.

Event description:
New information received indicated that the rv lead was capped and replaced on (B)(6) 2025. There were no patient consequences post-procedure.